Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy and the patient event of a fall resulting in hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler. The patient has a history of hypotension and being increasingly unsteady on their feet. Hypotension can cause dizziness and lightheadedness in patients. Orthostatic hypotension, referring to a significant decrease in blood pressure when assuming an upright position, is a significant risk factor for falls in older adults. A combination of that risk with the patient¿s increased unsteadiness on his feet has been attributed as the cause of the patient¿s fall. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fall with subsequent hospitalization.

Event description:
It was reported that the peritoneal dialysis (pd) patient went to the emergency room on (B)(6) 2020 because they fell in the middle of the night an hit their head. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). In the early morning hours of (B)(6) 2020, the patient was connected to the liberty select cycler for pd therapy when they heard their dog scratching at the bedroom door. The patient, who has a history of hypotension, got out of bed and was unsteady on their feet. As a result, the patient fell. The patient has recently become more unsteady on their feet. The patient does take medication for the hypotension (drug, dose, frequency, and duration unknown). The pdrn stated that the patient did not trip over the liberty select cycler or cycler cord and that the fall was not related to the use of the cycler or pd therapy. The patient did not go to the emergency room (ER) at the time of the fall. Later in the day on (B)(6) 2020, the patient presented to the pd clinic for a regularly scheduled appointment. The patient arrived in a wheelchair with sunglasses accompanied by their family member. The patient reported the fall to the pdrn and stated that the light is bothering the patient's eye. The patient was sent to the ER from the pd clinic. The patient was evaluated at the ER at mercy hospital and found to have an orbital fracture and subarachnoid hematoma. The physician was also questioning if the patient suffered a traumatic brain injury (tbi) as well. The patient was then transferred to another area hospital with a neurology department. The patient was discharged on (B)(6) 2020 and will follow-up with neurology. The pdrn reconfirmed the fall was not related to the cycler.